Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 184 mg/dl. The customer stated that he gave himself a bolus before eating dinner, and he noticed the alarm thereafter. He stated that he treated himself with the difference of insulin had not been delivered during the bolus. He advised that he knew how to change the infusion set if necessary. No further assistance was necessary. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.